Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the reload was connected to the handle and the nurse performed the opening/closing check, but even if the handle was squeezed to the end, the jaws didn't close completely. A new reload was opened and set, the opening/closing and the firing was able to perform without problems. There was no patient injury.